Event description:
As reported by the patient¿s attorney, a pinnacle posterior pelvic floor repair kit (MFR report #3005099803-2013-14392), a solyx sis system (MFR report #3005099803-2013-14393) and an obtryx transobturator mid-urethral sling system (MFR report #3005099803-2013-14412) were implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Additional information received from the patient's attorney on june 05, 2014 stated that as a result of the implant the patient experienced pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor and bleeding.